Event description:
During liver transplant surgery a rapid infusion IV catheter was placed in the right ar and used during a massive transfusion protocol and subsequent blood transfusion. On april 6, in ICU, the patient was noted to be in supraventricular tachycardia and hypotensive. Acls protocol was initiated with adenosine and calcium chloride given through the rapid infusion IV catheter was noted to have infiltrated. The line was removed. It was found that the introducer/dilator used to place the line had not been removed and was still inside the rapid infusion IV catheter. The user error has been addressed by sending out rapid infusion catheter educational information to anesthesia providers, including anesthesiologists, crnas, fellows and residents. Our anesthesiology leaders respectfully ask that arrow consider product redesign/improvements: why does the dilator accept IV tubing? We know it is not meant to do so, but the current construction allows this to happen.; is this particular arrow kit the only one in which the dilator comes pre-loaded? Can the product be made without the dilator pre-loaded?; a warning tag on the product to remove the dilator prior to use may be helpful and prevent this from happening again.